Manufacturer narrative:
Voluntary event report was received. Medwatch: mw5180885.

Event description:
Voluntary medwatch received states that right ventricular (rv) lead exhibited loss of capture. No intervention was reported. There were no patient consequences.